Event description:
The intravascular ultrasound (ivus) catheter was used in a mid left anterior descending (lad) post aneurysmal segment that was "hazy". After several ivus runs were successfully completed, ivus catheter was removed. No resistance was reported while using the ivus catheter. Contrast was injected and it was noted that the vessel had shut down. In the physician's opinion, the vessel was responding/reacting like a dissection. A balloon catheter was used successfully twice to open the artery. However, when the balloon catheter was removed, the artery collapsed each time and would not allow contrast to flow. Two bare metal stents were then deployed in the mid lad to regain flow but shut down one of the diagonal branches. The pt condition was reported as "stable".

Event description:
The intravascular ultrasound (ivus) catheter was used in a mid left anterior descending (lad) post aneurysmal segment that was "hazy". After several ivus runs were successfully completed, the ivus catheter was removed. No resistance was reported while using the ivus catheter. Contrast was injected and it was noted that the vessel had shut down. In the physician's opinion, the vessel was responding/reacting like a dissection. A balloon catheter was used successfully twice to open the artery. However, when the balloon catheter was removed, the artery collapsed each time and would not allow contrast to flow. Two bare metal stents were then deployed in the mid lad to regain flow but shut down one of the diagonal branches. The patient condition was reported as "stable".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and expiration dates cannot be determined. Additional MFR narrative: the device was disposed by the facility; therefore, a device evaluation cannot be performed.

Manufacturer narrative:
A ship history was performed identifying the lot likely utilized in this procedure. The device history record (DHR) and similar complaints were reviewed and no issues or discrepancies were found.a review of the device labeling and directions for use (dfu) contains the following:complications:the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death.vessel trauma including, but not limited to dissection and perforation.the review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use.the product was not returned to the manufacturer for evaluation as it was disposed by the facility; therefore, product inspection could not be performed. There is no indication that the device malfunctioned or was used against labeling. The reported vessel dissection and medical intervention are noted in the dfu as anticipated procedural complications to these types of procedures and as such, has been assigned as the root cause of this event.